Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by MFR.: device was returned for analysis without the balloon protector cap. Examination of the returned device revealed that no damages was noted to the balloon or blades. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Also, blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking out through the tip of the device. A microscopic examination identified an inner shaft detachment at the distal tip bond. The outer shaft of the catheter was kinked in several locations along its length. The midshaft had detached at 103mm proximal to the guidewire exit port. In addition, the midshagt was stretched for a distance of 36mm distal from the break. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on the investigation completed on 31jul2015. It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous common femoral artery (cfa). A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the specified lesion. During the procedure, upon second inflation at 8atm for 60 seconds, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed a broken midshaft.